Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported event of driveline infection. Furthermore, a specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 20.5". The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft attachment. The outflow graft was cut approximately 3.5¿ from the outflow graft hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 lvas patient handbook, rev. C, is currently available. The IFU, ¿introduction¿, lists infection, renal failure, and respiratory failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Several sections of the patient handbook provide care instructions in regard to preventing infection. Information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset date of the major pump pocket infection and the major pump interior infection was (B)(6) 2024. The onset of the first positive blood culture was (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the heartmate 3 was removed due to a pseudomonas aeruginosa infection of the driveline. After the pseudomonas aeruginosa infection subsided, the heartmate 3 would be reinstalled. On (B)(6) 2024 the heartmate 3 with felt plug and impeller support was installed again.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported event of driveline infection. Furthermore, a specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 20.5". The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft attachment. The outflow graft was cut approximately 3.5¿ from the outflow graft hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 lvas patient handbook, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Several sections of the patient handbook provide care instructions in regard to preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2024. They underwent surgery and device-related procedures. The patient was extubated and was under follow-up.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a on hospital day 80, left ventricular assist device (lvad) implantation (heartmate 3) and aortic valve replacement (avr) were performed on the patient. The duration of impella support was 66 days. They were discharged home on postoperative day 81. Six months postoperatively, granulation tissue formed at the driveline exit site, and methicillin-resistant staphylococcus aureus (mrsa) was detected from the same location. Despite repeated outpatient wound care and inpatient drainage, the patient developed a fever of 39°c and a marked increase in c-reactive protein (crp) 2 years and 8 months after surgery. A computed tomography (CT) revealed soft tissue shadows around the pump, leading to a diagnosis of pump infection. A staged surgical approach was planned to include lvad explanation, impella insertion, and a period of washout and drainage, followed by re-implantation of lvad and omental flap coverage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported event of driveline infection. Furthermore, a specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 20.5". The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft attachment. The outflow graft was cut approximately 3.5¿ from the outflow graft hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the patient had major driveline infections that occurred on (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the infection was in the driveline, pump pocket, and pump interior. On (B)(6)2024, re-thoracotomy for hemostasis, aortic valve replacement (avr) (inspiris 23), and omental filling were performed.